Manufacturer narrative:
Section b1: corrected. Section b3: corrected date of death. Manufacturer's investigation conclusion: the reported suspected thrombus causing a complete occlusion in the outflow graft could not be confirmed through this evaluation. Review of the submitted log files confirmed low flow events which the account attributed to the reported thrombus. The account submitted CT imaging for review; however, the reported outflow graft thrombus, causing a complete occlusion, could not be visualized through evaluation of the images. A review of the submitted log files revealed a sudden decrease in pump flow to as low as 0.0 liters per minute, causing continuous low flow alarms. No unusual events or alarms were captured before this drop in flow. It was reported that no autopsy was performed and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to persistent red heart and low flow alarms. The patient was reported to be clinically stable. Computed tomography (CT) scan was performed that showed thrombus formation with almost complete occlusion in the outflow graft. Several treatment options were discussed with the patient but the patient decided not to undergo surgery again and opted for palliative care. The left ventricular assist device (lvad) was turned off in the evening of 09may2024 and the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there were no changes to patient condition or anticoagulation status that may have contributed to the thrombus. It was unknown if the death was considered to be device related as the thrombus occluded the graft. The pump was reportedly operating as expected the whole time of support.